Manufacturer narrative:
Device evaluation: one level 1 hotline low flow system was returned for analysis. Visual inspection performed, and product found with front cover chipped and line cord faded. Investigation started with a visual inspection then filled tank with water, attached temp check, plugged in line cord, and turned on the power switch. During investigation the device float switch was triggered, and the device alarmed as it should. Investigator could not duplicate or confirm the customer complaint. No faulty found and no action required.

Event description:
Information was received indicating that this smiths medical level 1 hotline low flow system low water alarm switch was not working. No adverse effects reported.